Manufacturer narrative:
The ge representative conducted an onsite investigation. The backplane and boards were cleaned and the power supply was adjusted. The system was tested and operates as intended.

Event description:
The customer reported that the 9800 system would lock up during fluoroscopy. No patient injury was reported.